Event description:
Asr revision; asr xl - right hip; reason(s) for revision: component loosening (cup became loose); pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, right, asr xl, reason(s) for revision: component loosening, (cup became loose) pain. Update- updated revision date taken from (B)(6) email dated 15th november 2013. Invalid stem details provided. Update received 15th july 2014. Revision date amended in line with the surgeon confirmation form. New fields completed. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.